Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample tested for elecsys tsh (tsh), elecsys ft4 ii (ft4 ii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module and a cobas e 411 immunoassay analyzer. The patient sample was submitted for investigation where discrepant results were identified for tsh, ft4 ii, elecsys ft4 iii (ft4 iii) and ft3 iii between the customer's e801 module, the customer's e411 analyzer, the architect method, an e801 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The erroneous results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results, medwatch with patient identifier (B)(6) for information on the ft4 ii results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e801 module serial number used at the customer site was (B)(4). The e411 analyzer serial number used at the customer site was (B)(4) the e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used with the e801 module at the investigation site was 304694 with an expiration date of jan-2019. Calibration and qc data at the investigation site were acceptable. From the data provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case abbott, can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined.